Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the patient had episodes of vf. The patient expired later the same day. The physician felt that the vf was patient related. It is unknown whether the arrhythmia was the direct cause of death. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.